Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Destructive testing of computer/analog boards featuring similar failures was able to confirm that the inability to power on was not caused by a fracture of the bgas on the computer/analog board. The root cause for the boot-up failure was unable to be positively identified. The monitor's computer/analog and defibrillator boards were replaced. Initial MDR: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor resets) was confirmed. As received, the monitor was not able to fully power on. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor resets) was confirmed. As received, the monitor was not able to fully power on. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.